Event description:
Pump was programmed to infuse 100ml at a rate of 11ml/hr. The pump actually infused 200ml while displaying that only 82 ml had been infused. There was no report of any patient injury or adverse event. Attempts were made to obtain additional details regarding patient information, medication involved and the serial number of the device, but no further information was known.